Event description:
The customer reported that while pipetting an hbsag plate on summit the tech observed that no conjugate was added to wells d7 and h4. No error code was generated. No death or serious injury was associated with this complaint.